Event description:
This is a patient with a high grade metastatic fibrosarcoma who underwent cord decompression and debulking surgery with spinal fusion and now has t5 sensory asia-b paraplegia. A zimmer tantalum anterior interbody prosthesis (a type of cage) was implanted. An impactor was used to mobilize the graft medially and slipped thus creating a lesion in the dura and the cord. The physician stated that the equipment is intended for a lateral/anterior approach, but needed to use a posterior-lateral approach. This device does not have an manufactured inserter, so once placed, it's hard to maneuver - can't move it side to side or roll it. This cage is smooth, unlike mesh cages where the impactor can grip it. This was a user error, and the outcome is a known complication of this surgery. Perhaps by reporting, it may encourage a design change.